Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated false high carbon dioxide (co2) results for eight (8) patient samples. The results were reported out of the laboratory. When the issue was noticed, the samples were rerun (after troubleshooting resolved the issue) and the reports were amended. Customer technical support (cts) assisted the customer with troubleshooting the issue. Customer resolved the issue by changing the co2 membrane and recalibrating. Customer wore personal protective equipment while resolving the issue.